Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The proximal extension line contained all three side clamps and a suture was tied around the lumen. Visual examination revealed the proximal extension line was separated about halfway down the lumen, the separated portion was not returned. The point of separation appeared smooth, indicating the lumen came in contact with a sharp object (scissors, needle, etc). The distal and medial lumens contained adhesive material on the bodies. The returned proximal lumen was cut to 54 mm. The distal and medial extension lines were functionally tested for leaks by flushing water using a lab inventory syringe. No leaks or blockages were detected. A device history record review was performed based on a potential lot found in sales history with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure o nly at indicated stabilization locations." The customer report of a separated extension line was confirmed by complaint investigation of the returned sample. The proximal extension line was cut about halfway down the lumen. The point of separation appeared smooth, indicating that contact with sharps caused the damage. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the staff found the catheter cut. The device was removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the staff found the catheter cut. The device was removed.